Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect would have caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.

Event description:
It was reported that aradrive steerable sheath clear was selected for use atrial flutter (af) ablation. During the procedure, when the physician tried to pulled out the visible air from the device, the physician was not able to clear out the air. The air was coming back from the rear hemo-port. Flushing and withdrawing the device multiple times did not resolved the issue. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that aradrive steerable sheath clear was selected for use atrial flutter (af) ablation. During the procedure, when the physician tried to pulled out the visible air from the device, the physician was not able to clear out the air. The air was coming back from the rear hemo-port. Flushing and withdrawing the device multiple times did not resolved the issue. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported.